Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message during preventative maintenance testing. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The false downstream occlusion alarms are confirmed and caused by a failing downstream sensor. The failed downstream sensor was replaced.